Event description:
There was no patient involved in this event. This device malfunctioned, there was a chirping sound and a flashing green status indicator. A device in this fault mode, if left unattended could result in its failure to perform as intended if required.